Event description:
It was reported that three months after implantation in the right sfa, the vascular stent elongated from 80 mm to 92 mm and it appeared that part of the stent was missing in the proximal half. The stent was occluded with thrombus, and thrombolysis was successfully performed as treatment.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device remains implanted. The investigation is underway.